Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon visual inspection, it is observed that threads of the screw got peeled off and separated into small fragments. Thus, the reported complaint is being confirmed. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. Visual inspection, and document specification review of the received device was performed. The complaint is being confirmed as it is observed that threads of the screw got peeled off and separated into small fragments. While a definitive root cause could not be determined, it is possible that the device might have got encountered with unintended forces. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Product complaint #: (B)(4). Concomitant products: additional information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Patient code 3191 used to capture surgery prolonged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a surgery, on (B)(6) 2019, using a expedium 5.5 system, 19 screws were placed, of which 6 were monoaxial, in one of them the bar was not aligned and we had problems with 3 locking nuts that were rolled and the thread was released. Finally the screw was left without a cap. The surgery was successful. There was a delay of 90 minutes. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This is 2 of 3 for report (B)(4).